Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The reporter did not provide any additional info. No pt complications were reported by the hospital.